Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. G3: date received by mfg ¿ additional information. H2 type of follow up: correction/ additional information. H6: type of investigation - additional information. D4 serial no: correction. Primary UDI number: correction. D4 catalog no- correction. D4 expiration date- correction. D4 lot no- correction. H4 device mfg date- additional information. H6: type of investigation- additional information.

Event description:
Subsequent to the initial MDR, a correction is required.